Event description:
On 9/22/94, during a cardiac catheterization procedure on a 61 year old female pt, the catheter balloon tip had separated from the catheter prior to removal from the pt. The catheter was evaluated by the MFR and may be related to the removal difficulties.